Event description:
Customer states 2 different patients where the green top was spun and the gel moved to the top of the plasma. Customer states there are known issues with the emergency room drawing above IV's, drawing from lines where fluids are running, etc., and contaminating specimens. Customer has logged documentation of all of this and believes these handling practices are a factor in the gel floating on top and erroneous results. Photo provided shows the first tube after the gel was removed and the tube re-spun. Plasma was tested and results were charted: sodium of 121, k+ of 3.3 and tp of 5.9. Labs drawn the following morning; specimen spun normally and results charted: sodium of 135, k+ of 4.6 and tp of 7.5. Customer believes the collected tube was possibly diluted with some type of fluid. The second tube where gel was on top of the plasma was from an ER patient (different day). Gel from this tube was removed; troponin and cmp were run; troponin of 328 and sodium of 123. Specimen was recollected and spun normally. Troponin and cmp were run; troponin of 425 and sodium of 142.

Manufacturer narrative:
Complaint: (B)(4). A date of the event could not be obtained from the customer. Samples were only received today and will still be evaluated. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
No samples of 456087p/unknown were received. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. No batch numbers were provided. The cause for the alleged malfunction cannot be determined. Received 15pcs 456087p/b220737l and 15pcs 456087p/b22013gg for evaluation.received customer picture. We have no remaining inventory of either material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples, and tubes were verified to have no presence of sodium or potassium. Selected samples were then filled and centrifuged at 1800g for 10 minutes (minimum of recommended conditions). No deviations related to gel separation were observed. The alleged malfunction is not confirmed. Corrected data: h3: samples evaluated; h6: type of investigation; investigation findings, investigation conclusion; h10: manufacturer narrative.